Event description:
It was reported that a pt in a c2000 incubator managed to knock the porthole door and fell to the floor. This report was provided to the distributor 20 days after the event occurred per the hosp staff.